Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va03acm, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 3058, serial # (B)(4) was functionally okay and showed no significant anomalies. Analysis of lead model 3889-28, serial # (B)(4) showed no significant anomalies.

Event description:
It was reported the patient felt severe pain from stimulation in the pocket site. A shocking/jolting sensation was noted. It was indicated the patient ¿couldn¿t bear¿ to have the stimulator turned on. Both impedance testing and reprogramming were done. The doctor felt that there might be something wrong with the implantable neurostimulator or lead. A revision of the pocket was done and it was stated that the pocket pain worsened. It was also added that the device was explanted as of the date of this report. Information received two days later noted that the revision occurred in march 2013. It was stated the patient was feeling better in the recovery room following explant. There were no plans to re-implant. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.